Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection, however, the device fracture could not be confirmed. The photograph of the explanted screw showed wear and damage on the threads of the screw. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown vanguard ssk 360 tibial tray catalog #: ni lot #: ni, unknown vanguard ssk 360 tibial bearing catalog #: ni lot #: ni. Report source - foreign: (B)(6).. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent an arthroscopic removal of a femoral screw approximately two (2) years following knee arthroplasty to address post-operative fracture and wear. Attempts have been made and no additional information is available at this time.